Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use (IFU) states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The IFU deviation does not appear to have contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6 medical device problem code: 2017 - use after damage.

Event description:
It was reported that this was a closure of an unknown vessel using two perclose devices after an interventional pulse field ablation procedure with a 5 and 9fr sheaths. Reportedly, after successfully flushing the device with saline prior to use, there was no bleed back from the marker lumen port. The same perclose devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.